Manufacturer narrative:
Update: 01/22/2020: multiple attempts were made by email and by phone to contact the end-user for a lot number and additional details to support an investigation. After a reasonable attempt was made without a response from the customer, the file is being closed due to lack of information to conduct an investigation. We consider this file closed.

Event description:
It was reported that the crna used this device (bfn18g101) to draw propofol into a syringe and noted a rubber emboli in the syringe. Per the crna it appeared to have come from the diaphragm of the propofol vial.

Event description:
It was reported that the crna used this device (bfn18g101) to draw propofol into a syringe and noted a rubber emboli in the syringe. Per the crna it appeared to have come from the diaphragm of the propofol vial.